Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes of 334 mg/dl, 83 mg/dl and 308 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once the investigation results are available.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. Two of the readings the customer reported were found in meter memory. This is a final report.

Event description:
Boston scientific crm received information that the patient implanted with this pacemaker has complete heart block and has experienced a few syncopal episodes with tremors. The patient has undergone a neurological exam with no reason for the syncope found. Threshold and impedance measurements are stable and device function is normal. Four atrial tachycardia response (atr) episodes were noted to have been stored in (B)(6) 2009, but were very short in duration. The caller has questions about sudden brady response (sbr) and maximizing storage of events.